Event description:
The customer returned the pump for unrelated service. During in-house testing. It was discovered that the pump did not alert occlusion. However it did alert system error u when tested with a dead end capped syringe.